Manufacturer narrative:
The following elements have blank data.

Event description:
On four separate occasions, this patient's optiflow cannula broke during the delivery of inhaled flolan. Each occasion resulted in patient decompensating to saturations in the 60's and a drop in blood pressure. Patient recovered after each event. On each occasion cannula tubing either split or developed a hole. Manufacturer response for nasal cannula, optiflow nasal cannula (per site reporter) manufacturer rep is working on replacing cannulas that broke.